Event description:
It was reported that during an unspecified procedure, a balloon rupture/tear occurred and a portion of the balloon remains in the pt. The lesion being treated was located in the severely calcified left anterior descending (lad) coronary artery. During pre-dilation, the 15mm x 2.5mm maverick2 monorail balloon was inflated to 12 atms. During the second inflation to 14 atms, the balloon failed to hold pressure and ruptured/tore at 14 atms. Attempts to snare and trap the remaining balloon with a wire were unsuccessful. The balloon markerband and shoulder remains in the distal lad. The remaining portion of the balloon was pushed to the apex of the vessel and is secure posing no risk of further embolization. Currently, there are plans for a future retrieval attempt. The procedure was successfully completed with a quantum maverick balloon catheter. No pt complications were reported. Pt status is reported as "okay".